Event description:
Patient sedated and intubated. Tube feeding running at 20 cc/hr via properly secured, nasally inserted feeding tube. Rn unable to push meds through tube. Tube was removed and it was then noted tube permanently kinked at 8 cm. Kink has caused the tube to be permanently folded over on itself. When manually straightened I can pull/push air/fluid through the tube but when I'm not manually straightening the tube it folds back over on itself and will not work. Line was placed about 1700 today and failed at 2330. Unable to obtain lot # (dug through trash and can't find package). Multiple lot numbers in stock on unit.